Manufacturer narrative:
No product has been returned for investigation as no product malfunction alleged. Event was found during literature review. No root cause can be determined at this time. Literature review: potential adverse events and complications: "as with any major surgical procedures, there are risks involved in spinal/ orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries include: damage to blood vessels, spinal cord or peripheral nerves, impotence." No product return.

Event description:
During a literature review it was identified a patient underwent an anterior column realignment procedure. During follow-up, the patient was found to have retrograde ejaculation.